Event description:
It was reported that during a stenting treatment procedure, crossing difficulty and stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous left circumflex coronary artery (lcx). The lesion was predilated and a 2.75x24mm veriflex monorail stent delivery system was advanced, but was unable to cross the lesion. When the device was removed, it was noted that the stent was flared. The procedure was completed with a 2.75x16mm liberte stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).